Event description:
A consumer reported that following intraocular lens (iol) implant surgery, the iol has shifted to the side. His vision has decreased, and he sees a crescent moon halo the right side of images at night. He explained that because he had missing zonules prior to iol implantation, the surgeon inserted a capsular bag stabilizing ring. The consumer reported that his surgeon told him surgical intervention had been ruled out. The consumer did not provide accurate contact information for himself or his surgeon; therefore, follow up was not possible.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. The reporter did not provide accurate contact information; therefore, follow up was not able to be conducted. (B)(4).